Event description:
A 40 y/o diabetic on home IV antibiotic (ivab) therapy for (l) foot cellulitis via a peripherally inserted central catheter (PICC) line placed by md. Pt was seen by rn for lab work, weekly assessment had dressing change. Rn assessed PICC in (l) arm to be endematous, cyanotic from (l) distal clavicular area to (l) fingertips and tender. Rn notified pt's physician who ordered PICC to be discontinued (rn removed PICC line in full) and a peripheral IV was inserted. Md ordered pt to schedule appointment for medical evaluation that same day.